Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary : the complaint devices were received and evaluated. Visually there is no anomalies discovered on the device. The functional testing of the slide button revealed a rough motion. Hence, the complaint is confirmed. It appears the button was not working smoothly, and an internal issue could be the possible root cause. No nonconformances were identified for this part number (251723), lot number (l936836) combination. A CAPA has been opened to further investigate this failure. At this point, no further action is warranted. We cannot determine the root cause for this reported failure until the investigation under the non-conformance is concluded. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the customer via phone that during a rotator cuff repair procedure two of the customer's ideal suture graspers 60 degree opened and then would not close. The customer did not know how the case was completed, but stated there was no patient harm or delay. The customer was not present for the case and could not provide any additional information. There was no delay in the surgical procedure. It was not reported if a spare device was available or needed to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The manufacturing site name has been updated to reflect the correct information. The address and email have been updated accordingly. Further investigation determined that the method codes and result codes were incorrect on the initial report. Both fields have been updated accordingly to reflect the correct information. Investigation summary the complaint devices were received and evaluated. Visually there is no anomalies discovered on the device. The functional testing of the slide button revealed a rough motion. Hence, the complaint is confirmed. It appears the button was not working smoothly, and an internal issue could be the possible root cause. No nonconformances were identified for this part number (251723), lot number (l936836) combination. A non-conformance (nr-0107408) has been opened to further investigate this failure. At this point, no further action is warranted. We cannot determine the root cause for this reported failure until the investigation under the non-conformance is concluded. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.